Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 13-feb-2018 arjo received a customer complaint involving enterprise 9000. The reported malfunction took place in the (B)(6) (us). Following the information provided, some kind of unintended movement- the bed leveled without any command given occurred and the device was taken out of use. There was no indication, whether the issue occurred when there was a patient lying on the bed. No injury nor other medical consequences were reported. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. The reported issue was confirmed during the inspection. The bed evaluation revealed that unintended movement was caused by the shorted button on the control panel. In order to restore the proper functioning of the bed, the technician replaced the control panel. During repair, it was observed that the hinge cover and slide cover were missing and the battery was not charging, therefore the technician replace these parts. After repair, the bed was tested and returned to use in working order. It needs to be emphasized that at the time of the malfunction, the device was in use for almost 8 years (manufacturing date of claimed bed is april 2011). Any similar complaints related to control panel failure for claimed serial number were found in the past. To sum up, it can be concluded that the deterioration of the control panel during years of usage could contribute to the claimed malfunction, however the exact cause could not be determined. The enterprise 9000 bed was involved in the reported event- moved on its own. From that perspective, the claimed bed did not meet the manufacturer's specifications. Although no injuries were reported in relation to this incident and there is no indication that the bed was in use when the malfunction was observed, it was decided to report this case to the competent authorities due to the unintended bed movement occurrence and cautious approach.

Event description:
On (B)(6) 2018 arjo received a customer complaint involving enterprise 9000. The reported malfunction took place in the (B)(6) medical center in (B)(6) (us). Following the information provided, some kind of unintended movement- the bed leveled without any command given occurred and the device was taken out of use. There was no indication, whether the issue occurred when there was a patient lying on the bed. No injury nor other medical consequences were reported.